Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the inspection, there is the possibility that the reported phenomenon was attributed to physical stress due to device handling of the user.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus (B)(4), it was found that the ultrasonic transducer of the subject device had been damaged and the internal parts had been exposed, also the distal end cover had been cracked. There was no patient injury associated with this report.